Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The product support engineer (pse) troubleshot the issue with the customer over the phone and advise the customer to try a new flow sensor assembly. Part number was provided to the customer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the air flow accuracy test at 0. The ventilator was not in use on a patient at the time of the event occurred.